Event description:
It was reported that the left ventricular (lv) lead exhibited noise, and was found to have pulled back and was 'flopping.' The lead was programmed off, and will be repositioned at a later date. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4), implantable pacing lead, (B)(6) 1999. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.